Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00350 on 28-dec-2022. Additional information (31-dec-2022): siemens reviewed the integrated multisensor technology (imt) data and identified additional samples affected on the same day of the event. Sections b5 and b6 were updated to reflect the additional samples affected. Siemens further investigated the issue and concluded that the fluid flow issue within the imt system potentially contributed to the falsely elevated results. Investigation conclusion code in section h6 was updated based on the additional information. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
Upon further investigation, siemens determined that there were 17 additional falsely elevated sodium results obtained on patient samples on the same instrument at the time. The samples were repeated on an alternate dimension vista 1500 instrument, which recovered lower than the erroneous results. Upon follow up with the customer, siemens learned the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that a falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. Quality controls (qcs) were out of out of range on the day of event. However, the customer did not process the patient sample when qc recovered out of range. Siemens remotely flushed the sample and vent ports and primed all fluids. As per siemens request, the customer also replaced and conditioned the sensor. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse power flushed the integrated multisensor technology (imt) and auto-aligned imt rotor valve. Then, the cse performed imt system test, which passed without any errors. Then, the cse ran qcs 11 times and qc recovered in range with good precision. The cause of the falsely elevated na result is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
A falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. The falsely elevated result was reported to the physician(s) and was questioned. The sample was repeated on an alternate dimension vista 1500 instrument, recovering lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na result.